Event description:
Troponin result of 0.52 ng/ml was released on a pt with a disclaimer that the test would be repeated. Repeat values: 0.019 / (<l = <0.06). Physician requests that sample be sent to reference lab; result was <l.